Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that 10 out of 10 wafers have an off center starter hole. End user reports that it appears 1/4 inch off, and that the hole has been punched up against where the convexity slopes. Photos depicting the reported complaint issue were provided by the complainant

Manufacturer narrative:
Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details has been received.